Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report submitted (B)(6), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2008. Subsequently, the patient was revised on (B)(6), 2011, due to instability. The tibial bearing was removed and replaced with a more constrained bearing.